Event description:
It was reported that a user experienced a pairing failure between the ilet and a libre 3+ sensor, with logs confirming the failed pairing and no other alarms observed; support guided the user through a toggle and rescan procedure, after which the libre 3+ began its warmup period, indicating restored communication. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included review of device logs and guided troubleshooting focused on communication and pairing processes. Investigation of this case revealed a transient communication or pairing malfunction associated with the continuous glucose monitor interface that resolved after device and sensor rescan, consistent with prior occurrences where sensor pairing did not complete until the connection was reinitiated. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity-related factors.